Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for parkinson's disease and movement disorders. It was reported that they had to charge more often in the last 2 weeks. No patient symptoms or further complications were reported as a result of this event.